Manufacturer narrative:
Additional details were received stating that patient¿s condition significantly interfered with daily activities of life like watching tv and also additionally surgeon and patient details were received. As a result, the following fields have been updated. Section a4: patient weight: 162.6 lbs section e1: first/ given name: corrected data: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020. The device was not returned for analysis as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcu150 model intraocular lens (iol) was explanted from patient's left eye as patient had dysphotopsia. There was no sutures and vitrectomy but customer does not know if there was incision enlargement. Patient is fully recovered and doing fine. Additional details received from follow up states that there was no issue suspected with the lens and no prescription was given to the patient outside of the normal post-operative treatment. The replacement lens used is a same model but different diopter lens. Suspect product was not saved. No further information available.